Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a hypoglycemia event with blood glucose reading of 47 mg/dl and blurred vision. It was reported that the insulin on board (iob) calculation was not performing properly. Reportedly, the iob was at zero when the patient bolus for the first meal of the day (12.25 units), and the iob was greater than zero at the end of the programmed duration. Customer support reviewed the bolus history with the patient and determined that the iob was not counting down as expected. Review of other alarm histories did not find any unconfirmed alarms that may have led to the issue. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with an alleged insulin on board calculation issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found the total daily dose correctly reflected the user¿s basal program. The black box also showed an empty cartridge alarm four days before the event date and delivery was resumed two days thereafter. On investigation, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump passed a flow accuracy test and bolus deliveries were found to be completed and recorded correctly. Pump setting confirmed that insulin on board (iob) was set to 4 hours. The pump correctly showed zero units iob 4 hours after a bolus. No defects were found during the investigation. The investigation was unable to verify or duplicate the reported inaccurate iob issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.